Manufacturer narrative:
The investigation is still ongoing. The conclusions will be provided in the next report.

Event description:
It was initially reported that the strap of the maxi sky 440 ceiling lift unexpectedly lowered during a resident's raise. The motor slightly hit the resident on the head, and the caregiver, who caught the motor during its descent, injured his hand. During communication between the technician and the customer, it was clarified that the ceiling lift lowered when it was above the resident. The caregiver managed to catch the motor before it could harm the resident, who was lying in bed. The resident did not fall, and the motor did not reach the resident. The caregiver sustained a hematoma on his hand.

Manufacturer narrative:
The inspection and testing performed by the arjo technician did not reveal any component failure, and the reported problem could not be recreated. During the inspection, the technician discovered a hair elastic inside the motor, wrapped around the strap and drum of the strap winding. The technician removed the foreign object (hair elastic) and confirmed that subsequent testing and checks were satisfactory. Initially, the technician assumed that the hair elastic could have caused the event. However, this was ruled out as the hair elastic was clean and would have been dirty if it had caused the issue. It was determined that the hair elastic had been placed there by the care staff. The technician suspected strap being stuck inside the drum. Specifically, the strap accumulated when the control button was pushed to unwind it while there was no tension on the strap. This could cause strap accumulation inside the ceiling, and when the slack was released when the tension was applied, it dropped. The instructions for use dedicated to maxi sky 440 ceiling lift (001.16000.33.en rev.16) states: "to begin transferring procedure: 1) install the patient into the sling according to the installing a patient into the sling" section. 2) unwind the strap by pressing the down button on the hand control while holding a tension on the strap with the other hand. Note: there must be tension on the strap for the lift to function." To sum up, as the operational issue cannot be ruled out, the training for the caregivers concerning use of the ceiling lift was provided after the event. The exact cause could not be determined as the scenario was not recreated during testing and no arjo device failure was observed. The event occurred when the arjo device was being prepared for the resident's transfer. At the time of the event, the device failed to meet its performance specification since the strap of the lift unwound unexpectedly. The complaint decided to be reportable due to allegation of the maxi sky 440 ceiling lift drop.

Manufacturer narrative:
No device component failure was observed. The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
It was reported that the strap of the maxi sky 440 ceiling lift unexpectedly lowered during preparation for use with a resident. The resident, who was in bed, was slightly hit on the head by the ceiling lift when it lowered. The caregiver caught the ceiling lift when the issue occurred and injured his hand, sustaining a hematoma.